Event description:
On april 30, 2010, it was reported that a pt experienced an anaphylactic reaction to 3m espe vanish 5% sodium fluoride varnish. Upon follow-up, the treating dentist reported that the pt was seen on (B) (6) 2010, at (B) (6) hospital for a procedure that involved a full mouth prophy cleaning, several restorations and stainless steel crowns, sealants and a 3m espe vanish 5% sodium fluoride varnish application. The pt was under general anesthesia during the procedure. The hospital staff notified the dentist that the pt experienced symptoms of lip redness and swelling while in recovery. In the evening of the same day, the dentist followed up with the pt's family, and it was reported that the symptoms were subsiding. To date, 3m espe attempts to contact the children's hospital staff and the reporting dentist regarding this event have been unsuccessful.

Manufacturer narrative:
Results and conclusions: device was not returned to 3m espe, therefore no evaluation could be conducted.